Manufacturer narrative:
The event occurred in (B)(6). Caller did not know which strip lot produced the discrepant result. Lots 20807041 (expiration date 05/31/2014) and 20808146 (expiration date 11/30/2014) were in use by the customer at the time of the event.

Manufacturer narrative:
The event occurred in (B)(6). Caller did not know which strip lot produced the discrepant result. Lots 20807041 (expiration date 05/31/2014) and 20808146 (expiration date 11/30/2014) were in use by the customer at the time of the event. Customer returned lot 208081. Results are for that lot number.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 4.3 mmol/l, 1.8 mmol/l, 1.6 mmol/l, 3.4 mmol/l, 1.7 mmol/l, and 1.8 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.